Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient was told do not remove the bandage, supposed to let it fall off. The last two to three days it is like something is pushing out. You can see two black dots on the bandage and feels like a point. Feels like kind of a ball point pens kind of thing. About maybe two weeks now the patient has had burning on inside of their left leg. Implant is on left side. Patient said the device is working fine. She was at 1.9 volts and this morning lowered to 1.7 volts and the burning did not go away. She is so sore when she lays down. The doctor had scheduled within two weeks to go to the permanent device and she didn't even have time to heal. She said, "don't get me wrong it has helped the bladder". She tried to call the manufacturer representative (rep) and they don't answer anymore. Patient left a voicemail stating her issues she would say two days ago and hasn't heard back. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a health care professional (hcp) via a manufacturer representative (rep). They clarified the statement, "it is like something is pushing out" that it was the glue/stitching from healing, the patient went to see their doctor to resolve the issue. The cause to the issue was unknown. Additional information was received from the patient. The patient called back reporting ongoing pain since their last call. The pain has only gotten worse in time and they feel their managing physician has blown them off. Patient recently had a CT scan with dye which shows the ins is wrapped up in the lead and is laying in the gluteal region in the soft tissue. Patient cannot stand the pain. They have discussed removal with their implanting physician but they will not see her for a month.